Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
During inspection, the user found that the scope was leaked, then stopped using and contacted engineer for repair. There was no report of patient harm. This event occurred at the time of during inspection.

Manufacturer narrative:
We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.